Event description:
The reporter stated that the surgeon inserted a cq2015 three piece collamer lens, when the lens tore at the trailing optic haptic junction. The lens was removed from the eye without enlarging the incision. Another lens was inserted and a suture was placed to close the wound.

Manufacturer narrative:
No lens was returned in the unit carton.